Manufacturer narrative:
Calibration was last performed on (B)(6) 2023 and was acceptable. The customer stated their qc was acceptable prior to the event. The field service engineer (fse) cleaned and made adjustments. He also replaced broken rinse mechanism parts, tubing, a probe, and a valve. The fse performed instrument checks. The investigation determined the issue was resolved by the fse's actions.

Event description:
We received an allegation of questionable results for 2 patients' samples tested with the hba1c on a cobas c513 analyzer. On (B)(6) 2023 the customer ran one patient sample ("sample 4") which initially resulted in an a1c value of 12% and did not match the patient's clinical picture. On (B)(6) 2023 sometime around 11:46 a.m. The customer repeated this sample and got an a1c value of 8% which also did not match the patient's clinical picture. The results were reported outside the laboratory but the physician questioned the results. On (B)(6) 2023 sometime around 11:46 a.m., the customer ran "sample 2" which initially resulted in an a1c value of 21.86%. The customer repeated this sample and got an a1c result of 7.84%. The results were not reported outside the laboratory due to the fact that they were "unreasonably high." The hba1c reagent lot number was 62958001 with an expiration date of 31-aug-2023.